Event description:
The reason for call was patient reported that they need a list of physicians who can implant a pump because their previous spinal cord stimulator (scs) was explanted due to an infection. Patient stated that their pain management doctor recommended them to have a pump device. Patient clarified their previous scs was not a medtronic device. Agent emailed patient a list of physicians. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).